Manufacturer narrative:
The rse evaluated the device remotely and determined that the device exhibited booting issues due to a defective som pca (system on module printed circuit assembly). As a result, the dfm100 assy som (453564489051) was replaced to resolve the issue. After that the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device isn't booting. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.